Manufacturer narrative:
It has been communicated that the device is not available for evaluation. Without the device it is not possible for codman to conduct a proper investigation. Since a lot number has been provided a review of the manufacturing records will be reviewed. We anticipate that the evaluation will reveal that the device conformed to specifications prior to release. If anything otherwise is found then a follow up report will be filed. If at some point the device does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. Device is still implanted.

Manufacturer narrative:
Upon completion of the investigation it was noted that the available transaction logs of the pump nlbh41, for the period from the (B)(4) 2012 were analyzed. There are discrepancies observed between the volume that has apparently left the pump (fill level sensor (fls) readings) and the volume that should have left the pump according to the programmed flow rate. The reservoir seems to become empty too fast. Data was extracted from the pump and analyzed and no anomalies were found. The pump was investigated and the investigation revealed that the valve opening times were conforming to expected opening times. Nevertheless sudden effluent weight increases could be observed at each opening of the valve. The reason of those sudden effluent weight increases can probably be attributed to a gas bubble trapped inside the valve. The approximated calculation of the flow rate (not possible to evaluate accurately the flow rate over a period of 1h or 2h) was based on the collected data from the flow rate measurement software. The pump delivered at a flow rate of 1.40 ml/day vs. 0.1ml/day programmed. The flow rate is decreasing but still out of specifications. The flow rate error compared to the first run has largely decreased. That indicates a clear disappearance of the potential bubble. The complaint was confirmed with the first measurement. In several consecutive measurements with intermittent stop infusion periods the flow rate error completely disappeared. A review of the device history records confirmed that this device conformed to the required specifications prior to distribution. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Event description:
Affiliate reported that several months after the pump implant the patient developed muscular hypotonia, drowsiness, nausea, depressed level of consciousness. The patient was then rushed to the hospital where she had bradycardia and coma. The pump was stopped. The patient was intubated and put on a ventilator. Spinal tap was done to release 5 ml of csf. The patient was moved from the ICU to the neurosurgery department. The pump was programmed at 0,09 mg/day. The next morning the patient exhibited overdose symptoms. The pump was stopped. It was then programmed at 0,05 mg/day. During the evening the patient exhibited nausea, drowsiness. Therefore the pump was stopped. A spinal tap was done to release 5ml of csf. The pump was emptied. It has been communicated that the pump is still implanted.